Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure, there was difficulty removing the pulseselect catheter from the flexcath contour 10f sheath. When the pulseselect catheter was re-prepped to return to the left atrium, a foreign object was observed floating from the tip of the sheath. The catheter was immediately removed and the sheath was aspirated, but nothing returned in the aspirate. The sheath was then removed and flushed, and a filament was found in the flush. It was reported that this appeared to be possible sheath material and there was suspected breach or damage of the inner sheath. The sheath was replaced to resolve the issue. Catheter was noted to be misshapen, and when it was attempted to be placed through a new sheath, electrode 5 was not functioning and electrograms from electrode 5 were noisy and distorted. Catheter interface cable (cic)cable was replaced without resolving signal issue. The catheter was then removed and electrode 5 was found to be damaged. The catheter was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.